Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is likely caused by insufficient cleaning. The air/water tube was also clogged. Due to the clogging, the device failed the air and water supply tests. User¿s complaint of air/water channel clogged was confirmed. Other observations for the device: air/water and suction cylinders are discolored; right/left and up/down knobs are deformed; forceps elevator knob is corroded; charge couple device (ccd) lens is scratched; light guide lens is cracked; and connecting tube has wrinkles. Leakage and electrical safety tests were performed for the device. A leakage was found in the grip. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of clogged air/water channel issue noted while preparing the device for the next procedure. There is no patient involvement. Upon evaluation of the returned device, it was observed that there was presence of foreign material clogging the device nozzle. This is likely caused by insufficient cleaning. The air/water tube was also clogged. Due to the clogging, the device failed the air and water supply tests. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.